Manufacturer narrative:
Testing and investigation found the device door roller and door roller pin were broken. The device has been identified as part of a product recall. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported the device door roller and door roller pin were broken. The device was returned to the biomedical department for a report of does not function/broken. No specific patient information, pump programming, or event details were provided. There were no reports of adverse patient events or delays in critical therapy while the device was in clinical use. During testing at the user facility, it was noted that the device door roller and roller door roller pin were broken. No additional information was provided.